Event description:
Nellcor puritan bennett received a call on 12/21/98. Source called to report the following problem: unit in stand by mode and would not cycle. There were no audible alarms and no pt harm. Dealer could not duplicate the symptoms.